Event description:
During an o.r. Case, the anesthesia ventilator settings were determined and the "confirmation" button pressed. Pt began having difficulties. It was determined that because of the buttons being located together, that "standby" was pressed instead of the "confirmation" button. In addition, the bellows are very quiet-and where they are located make them both hard to see and hear. (2nd event).